Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2206. Prior to insertion during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be loaded onto the delivery catheter. It was elected to manually load the ralp onto the catheter. The procedure proceeded until entering long tether mode, then the ralp was released from the catheter prematurely. However, the ralp was fixated with no abnormal electrical parameters. No further intervention was performed, and the ralp was implanted. Patient condition was stable.